Manufacturer narrative:
The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during an esophageal dilatation in the esophagus procedure performed on (B)(6) 2014. According to the complainant, during the procedure the balloon failed to deflate so it could not be removed through scope. The catheter was cut proximally and was removed successfully after the scope was withdrawn from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.